Event description:
(B)(4). Event occurred in the united states. The patient's mother reported that her daughter faced a kinked cannula and she was not absorbing insulin due to which she experienced high blood glucose level. Her highest blood glucose level was about 900 mg/dl. Therefore, they changed the infusion set and administered a bolus, but in the month of (B)(6) 2020, the patient was admitted to the hospital due to diabetic ketoacidosis, where she received fluids and intravenous medication (drug name unknown) which resolved the issue. Moreover, the infusion set had been used for less than a day. After staying for four days, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.